Event description:
The pt received her scs system on (B)(6) 2009 including an ipg. It was reported the pt can no longer feel stimulation. The pt can no longer locate the ipg with a charger or programmer. Her caretaker tried moving the antenna over and around the ipg site, but was unsuccessful. A replacement charger was sent to the pt to try and resolve the issue, but was unsuccessful. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.